Event description:
Allegedly, the patient alleges that the conserve left hip prosthesis implanted on (B)(6) 2011, failed, requiring revision on (B)(6) 2024. The patient alleges that he experienced pain and adverse local tissue reaction.

Manufacturer narrative:
See attach.